Event description:
It was reported that the patient had a heart attack 3-4 days after implant and they let her go home when her 'oxygen level was at 70'. See also manufacturer's report # 3004209178-2014-08894. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3058, serial# (B)(4), implanted: 2014-(B)(4), product type implantable neurostimulator, product ID 3037, serial# (B)(4), product type programmer, patient, product ID 3889-28, lot# va0e0wn, implanted: 2014-(B)(6), product type lead, product ID neu_unknown_lead, lot# unknown, product type lead, product ID neu_unknown_prog, product type programmer, physician. (B)(4).

Event description:
Additional information received noted that regarding if the patient's heart attack was related to their interstim device/therapy, it was noted: "no, it was associated with anesthesia during surgery". Regarding were any device malfunctions seen or cause of issue determined, it was noted: "no". Regarding were any interventions taken or planned, it was noted: "no".

Event description:
Regarding the patient outcome, it was noted: the patient was doing well. The patient was under direct care of cardiologist and was stable.